Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy due to high impedances on the right s1 lead and invalid impedances on the left s1 lead. Surgical intervention was undertaken wherein the left s1 lead was replaced and an additional right l5 lead was implanted. Effective therapy was restored, and impedances resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.